Event description:
During treatment of an infant on the model 3100a, it was reported the low source light came on, the oscillator overheat light came on, and the oscillator stopped. The infant was placed on another 3100a without compromise.